Event description:
Patient presented to the hospital with a grade IV splenic artery injury from blunt trauma. Patient was taken to the operating room for embolization of the proximal splenic artery for purposes of hemorrhage control. Patient tolerated procedure and bleeding was controlled. Three days later, patient had a CT scan which demonstrated coil migration within the lumen of the aorta. Patient returned to the operating room the next day for a right brachial exploration and removal of coil wire.